Event description:
I had rk eye surgery in approx 1990, good outcome for many years; however, over the last 5 years, a side effect or continued flattening of my cornea and scar tissue has resumed in my vision being very unstable and limited ability to correct with glasses. I have recently went through a 6 month process of trailing a variety of contact lenses, now having some success with $(B)(6) sclera lenses. I have suffered with light sensitivity, star burst, difficulty driving at night, decreasing visual acquits and unstable vision. The degree of continued flattening and further loss of vision is still unk.